Event description:
Olympus received a medwatch report which stated, "title: xxxxx. Event desc: clinical engineering was called from an equipment error code. Discovered the endoscope processor had 2 tickets with the same cycle count. First ticket warned of a process failure (e code) but did not explain the error. The second ticket had the same cycle count with a successfully completed cycle with different wscope ID numbers. This would imply the 1st scope was not processed causing potential infection concerns. Operator had ticket with error and the processor history that was printed did not show the error code. This causes concern for improper scope processing with no record. No operating parameters were indicated on either ticket although default values were."

Manufacturer narrative:
Olympus followed up with the user to gather additional information regarding the reported event. There were no reports of infection associated with this matter. The user facility has not yet returned copies of the subject printouts for evaluation. The log from the subject device was reviewed and found that there were a total of three different errors recorded on the reported date of the event. An olympus field service engineer had visited this facility following the reports of error messages and found that the device was operating appropriately. Olympus will continue to work with the user facility to obtain additional information. This report will be supplemented within 30 days.